Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Model: a complete model is unknown. Catalog #: a complete catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: explant is scheduled for (B)(6) 2018, however not yet confirmed. Device manufacture date: unknown as serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician was planning to explant a tecnis toric intraocular lens (model zct) in a secondary procedure from patient¿s right eye on (B)(6) 2018 because the patient wanted near vision and patient¿s lens choice was targeted for myopia. Post implant the patient was not happy with the results. Additional information was received and it was learnt that the lens has not yet been explanted. The planned date for explant is (B)(6) 2018. No further information provided.

Manufacturer narrative:
Further information was provided and it was reported that lens was explanted and replaced with another lens from another manufacturer. No further information provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.